Event description:
Customer reported blood glucose results of '190s' mg/dl on the aviva system. He took his normal 50 units of lantus insulin and 500 mg of metformin. States 15-20 minutes later he felt dizzy, and a sharp pain in his head and blacked out. He states he fell and hit his head. He states his son called the emt's who tested his blood glucose and because it was low (exact value not provided), they gave him "an injection of glucose water". He also reported storing the strips outside of their original vial, putting them in his medication bottle, which is against manufacturer's labeling. Improperly stored product may produce erroneous results. A request was made for the return of the system and a replacement was sent.